Event description:
It was reported the surgeon was performing a pip arthroplasty and during final implantation of a 30p pyrocarbon implant the implant fractured into 3 pieces. There was an approximate 10 min delay in surgery. The delay was to remove the implant it was firmly fixed and non cemented so it was difficult to remove the stem portion. The surgeon used a k-wire (6.2) and drilled a hole in the proximal shaft and used it as an impactor to punch out the implant. There was no injury to the pt all material from the fractured implant was recovered and the post operative x-ray was negative for foreign bodies.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.